Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA-(B)(4). Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿insufficient acetabular version increases blood metal ion levels after metal on metal hip resurfacing¿ by alister j hart reports on the investigation of whether the circulating level of metal ions was related to the three dimensional orientation of the acetabular component in mom arthroplasty and whether this levels were associated with any other device specific factors (component portion, type or size) or patient specific factors (such as gender, age, bmi or harris hip score). 100 patients (49 males, 51 females; median age-58) with unilateral mom hip resurfacing were followed who were at least 1 year postoperative to minimize the effect of ¿¿running-in¿¿ wear, which increases the blood metal ion level, before it reaches a steady state from july 2003 to january 2007. The implants employed were as follows- birmingham hip resurfacing system (smith and nephew), cormet (corin), asr (depuy; n=2), durom (zimmer), magnum m2a (biomet). Insufficient cup version was found associated with high blood metal ions after mom hip arthroplasty. One of the female patient with asr hip implant was identified for elevated metal ion levels and 70 degree inclination. She underwent revision surgery for unexplained pain. No clarification was found on which events were specifically present on another patient of asr. Asr hip implant was found to be associated with the above adverse events. This complaint captures the specific adverse event for the female patient and all other unidentifiable patients are captured under (B)(4).